Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the anal canal during an endoscopic ligation of internal hemorrhoids procedure on (B)(6) 2025. During the procedure, the bands could not be deployed, they were knotted and twisted together. After the first band was deployed, the other bands could not be deployed and got stuck. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the anal canal during an endoscopic ligation of internal hemorrhoids procedure on (B)(6) 2025. During the procedure, the bands could not be deployed, they were knotted and twisted together. After the first band was deployed, the other bands could not be deployed and got stuck. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy. Device evaluation: the speedband superview super 7 was returned for analysis. During the visual inspection, it was observed that slack was not taken up. The reported event of bands unable to deploy was confirmed. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the instructions for use (IFU). The IFU states to take up slack by pulling proximal end of trip wire on handle unit; however, it was found that the slack was not taken up from the handle slot. This can ultimately affect the way the bands should be deployed once the ligator housing is installed in the endoscope, causing the trip wire to not work accordingly with the handle when pulling the bands. With all the available information, boston scientific concludes that the most probable cause is failure to follow instructions.